Event description:
It was reported that a remote transmission showed occasional p-wave undersensing and far field r-wave (ffrw) oversensing of the atrial lead during arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.